Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that flow transducer test failed during pre-use check. The device failed to meet its specifications. There was no patient involvement. There have been no adverse event sustained as a result of the issue. Identification of issue has been done by analyzing problem description. According to the information provided by the technician, the device was checked and nozzle units on air and o2 gas modules were found defective and were replaced to resolve the issue. The device was delivered to the user in working condition. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. According to the user¿s manual for servo-s (e.g. Rev. 04) and service manual for servo-s (e.g. Rev. 07) preventive maintenance of the system must be performed by authorized personnel at least once a year, or every 5000 hours of operation, whichever comes first. One of the parts which must be replaced in order to keep the ventilator function safe for the patients are nozzle units, which are also included in maintenance kit 5000 hours. It is essential to replace nozzle unit as specified in our device documentation to avoid failure of the device. The root cause has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).